Event description:
On 02/24/2026, busse received an email notification from medline industries stating that a customer had reported a yankauer breaking during use; no lot number or sample was available at the time. Following busse's request for additional information, medline subsequently provided a copy of their filed MDR (MDR #1423395-2026-00023), which documented that on (B)(6) 2026, the suction tip broke off in the patient during the procedure. According to the MDR, the operating room team located the broken fragments and retrieved all pieces from the surgical site. Medline further noted that no additional adverse events occurred, and the patient did not require medical treatment or follow up care as a result of this incident.

Manufacturer narrative:
Busse received an initial complaint notification from medline on 02/24/2026 reporting that a yankauer suction instrument broke; limited information was provided at that time. After follow up with medline, busse received a copy of medline's MDR submission on 03/04/2026, which indicated that it was specifically the tip of the yankauer that broke during a surgical procedure. No sample and no lot information were provided for evaluation. An internal investigation was conducted by reviewing device history records, in process inspection results, quality assurance specifications, and manufacturing records for recent lots of catalog #2966 and its associated molded components. All molding and bending operations were verified to have run within validated parameters. No alarms, process deviations, or quality concerns were recorded. Visual inspections and wall thickness measurements testing performed on available inventory showed no defects, structural anomalies, or conditions that could lead to breakage. Additional stress testing on comparable production parts demonstrated that the components exhibited normal elastic deformation and did not fracture under loads exceeding standard qc requirements. No trend of breakage has been observed in historical production data. Because neither the affected sample nor the lot number was provided, busse could not verify the reported condition or determine whether the event resulted from internal factors or external post manufacturing influences. All available evidence indicates that busse's manufacturing and quality processes are operating as intended and are capable of detecting dimensional or structural defects. The investigation therefore found no manufacturing related nonconformance and no fault identified in our processes. Busse is the component manufacturer of the yankauer suction instrument (sold in OEM, non-sterile form). Medline is the kit manufacturer and performs all downstream processing, handling, assembly, and packaging to incorporate busse's component into their kits. Busse does not have visibility into medline's handling conditions, sterilization processes, assembly steps, environmental factors, or the validation status of those processes. Busse cannot assess how such downstream processes may affect component performance or whether they could contribute to the reported breakage. Based on the information available, busse's investigation found no manufacturing defect, no process deviation, and no evidence of product nonconformance in busse produced components. The root cause cannot be determined due to the absence of a returned sample and unknown downstream handling conditions.